Event description:
It was reported that death occurred. The 90% stenosed target lesion was located in the left anterior descending artery (lad). The patient was scheduled for a planned percutaneous coronary intervention (pci) procedure as the patient was turned down by surgeon for bypass surgery. A 3.0 x 20 synergy stent was placed in the distal lad, a 3.5 x 38 synergy stent was then placed in the mid lad, and then a 3.5 x 16 synergy stent was placed in the proximal lad. A final angiogram image showed good blood flow and the procedure was finished. While the patient was in recovery, the patient coded thirty minutes post procedure and was then brought back to the cath lab. At that time, it was discovered that the three synergy stents had closed down. The lad was thrombosed up to the proximal edge of the 3.5 x 16 synergy stent. The physician wired and then ballooned the distal to proximal lad and then implanted a 20 x 3.5 rebel stent balloon in the proximal segment of the lad. A non bsc aspiration catheter device was also used to restore blood flow. An additional 10,000 units of heparin were given along with other medications. The patient expired at the end of the second procedure while still in the cath lab.